Event description:
A 21 yr old pt in germany rec'd 2 injections of hyalart on 8/1/97 and 8/8/97. During the 2nd administration of hyalart on 8/8/97 at 8.00 hrs, pt had a convulsion and loss of consciousness for a duration of 1 minute. Episode was assessed as life-threatening by the treating physician. Therapy was discontinued. Physician.suspected relation to hyalart therapy. No indication of allergic event. Pt improved. Follow-up evaluation from the licensee indicates relation unlikely, inconclusive time frame.